Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 206 mg/dl at the time of the call. The customer was given glucose fluids and tablets to treat. The customer bolused for a 243 mg/dl high and went to bed when their levels dropped to 130 mg/dl. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer has been having lows at least once every two weeks with paramedics treating him, and also had issues with highs as well. The customer also needed sensor tape assistance. The insulin pump will not be returned for analysis.